Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several episodes of rv lead noise were observed. The noise was not reproducible with provocative tests. The lead was explanted and replaced. The patient was doing well post-procedure.